Event description:
A pt with history of congenital heart disease who has had recurrent transient ischemic attack over the past year underwent a pfo closure after a transesophageal echocardiogram revealed a patent foramen ovale. The pt underwent general anesthesia with endotracheal intubation and transesophageal echocardiography monitoring during the procedure. The pt was discharged the morning after the procedure without incident. At approximately 6:30 that evening the pt contacted the doctor and noted a fever of 101.5, the pt went to the ER for evaluation. ER evaluation conducted on the pt showed no clear source of a fever. The chest x-ray is unremarkable. The urinalysis is normal. Wbc count is 9.3 with a normal differential. The temperature eventually dropped and the pt was comfortable with the exception of upper chest and shoulder aching which tends to worsen with deep breaths. No significant shortness of breath, no coughing, no sore throat, no burning with urination, no rashes, no neck stiffness, no headaches, no new neurologic symptoms or blood in the stool were noted. Dr reported possible endocardiovascular infection was not likely an alternate site of infection is possible. The pt was placed on vancomycin in the ER. The possibility for aspiration during intubation and transesophageal echocardiogram. It is possible the pt has an alternate site of infection. All cultures were negative. Pt recovering without sequelae.